Event description:
It was reported that during a ureterorenoscopy (urs) procedure, a guide wire break occurred. The location of the lesion is unk. The 0.035 sensor guide wire was advanced, however, at an unspecified time during the procedure, the physician noted that there was a break in the external coating of the guide wire which exposed the core wire. The break was located on a portion outside of the patient's body. It was further noted that the break impaired movement of devices over the guide wire and the guide wire remained intact. The guide wire was removed and another of the same guide wire was used to complete the procedure. No patient injuries or complications were reported. The patient's status is reported as "stable".